Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh was densely adhered to the mesh and the mesh was removed from the anterior abdominal wall but left on a segment of colon and small bowel. It was reported that the patient underwent removal surgery bowel resection left component separation and recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted the mesh was densely adhered to the small bowel. Two segments of the bowel with densely adherent mesh was resected. He also noted a portion of the mesh adhered to the anterior abdominal wall that was also removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022.

Manufacturer narrative:
Date sent to the FDA: 10/11/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.